Manufacturer narrative:
H3: product analysis of product no: 9561524, lot no: my15f003r12371. During the inspection at the time of acceptance, it was observed that the fixing ring, fixing nut and washer were worn, and that the handle cap bolt was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care facility via manufacturer representative regarding a patient having spinal therapy. It was reported that there was looseness in the lower arm joint and handle cap bolt of the flexarm. The fixing ring, nut and washer were worn. There was no patient involvement reported. There were no further complications reported regarding the event.